Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power up) has been isolated to a defective u104 pxa processor on the computer/analog board. The monitor received a command timeout error when trying to erase the flash. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.